Event description:
Same case as MDR ID # 2134265-2013-00438, 2134265-2013-00439. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pull back was unable to be performed. The 75% stenosed target lesion was located in the moderately tortuous obtus marginal artery. The vascular access was performed via femoral artery. The automatic pullback of the motor drive of the ilab system was not able to be performed. The procedure was completed with the another same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).